Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality procedures. With the limited amount of info available and without the return of the product for analysis or films of the procedure, it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.

Event description:
It was reported tht after balloon deflation, the physician had difficulty pulling the balloon back through the 6french catheter to remove it from the body. Follow-up was completed with the account indicated that the contrast was not mixed appropriately for inflation of the aviator plus and therefore attributed to poor deflation. There was no reported pt injury. Multiple attempts have been made to gather additional info. However, no additional info regarding pt, lesion or procedural characteristics regarding this event has been provided.